Event description:
It was reported that the physician had difficulty prepping and inserting the iab through the sheath. A second iab was used and successfully inserted into the patient. The patient expired, however it was not related to the reported event.

Manufacturer narrative:
The product was returned with the membrane loosely folded with blood on the exterior of the catheter. The sheath was not returned for evaluation. In an attempt to confirm the reported complaint, a laboratory insertion test was performed using a 7fr laboratory sheath, since the original sheath was not returned for evaluation. The balloon was successfully inserted through the sheath without difficulty. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed to determine if a leak prevented a proper vacuum from being maintained during insertion. No leaks were detected on the returned components. Based on the description of events and the results of the investigation, we could not confirm the reported complaint. A device history record review was performed and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).